Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed from an unknown location of an irrigation set before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. One sample was available at the plant for evaluation. No defect was observed during visual inspection or during the leak test under water at 8 psi. Initial evaluation didn¿t confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Should additional relevant information become available, a supplemental report will be submitted.